Event description:
(B)(4). Due to allergies, I developed a severe cough. These coughing fits have brought on cramping worse than endometriosis constant pain. About this time, my periods became much heavier, and more painful than they've ever been.